Event description:
On (B)(6) 2019, the reporter contacted lifescan united states, alleging that the subject meter read inaccurately erratic. The tests were performed within an unknown time of each other. This complaint is being ruled out as a reportable event due to the following conclusion: lifescan cannot confirm any inaccuracy from the data provided. The time difference between the readings was not provided. There was no indication that the product caused or contributed to an adverse event.